Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported left side silicone rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported, left side silicone rupture. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/26/2024.

Event description:
Physician reported left side silicone rupture. Device explanted.